Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the thread is broken when pulling through. The loop could not be produced. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1588btb, btb tightrope, was received for investigation. Visual evaluation noted that the tails of the white suture were frayed, and the suture system was returned disassembled. The attached needle also wasn't returned for evaluation. Functional testing was not performed due to the damage to the system. The most likely cause for the fraying can be attributed to user error of the device due to excessive force being used when tensioning the sutures.